Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that no device fragment was left in the anatomy. This malfunction was related to his surgical technique, not related to the device quality. The patient was discharged without problem. The subject guide wire was returned. The returned guide wire had its coil wire elongated for approximately 25 mm from the distal wire end, originating approximately 2 mm proximal to the middle solder which was at 13 mm from the distal wire end. At the distal end of the elongated coil wire, the ball tip was found attached and the coil wire remained in one piece. The core wire was found fractured at approximately 9 mm distal to the middle solder. The proximal segment of core wire fracture was microscopically observed. The core wire fracture surface was flat and helical marks were observed on the core wire shaft. These findings indicated that the core wire was fractured due to accumulated rotational stress. To observe the distal segment of the core wire fracture, the coil wire was intentionally elongated. At approximately 4 mm from the distal wire end, the exposed core wire was found fractured. The distal segment also had a flat fracture surface and helical marks on the core shaft, as seen on the proximal segment. Measuring all parts, it was concluded that the entire guide wire was retrieved. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) to treat a moderately calcified cto lesion in the superficial femoral artery (sfa), the subject guide wire used with a penetration catheter when resistance was felt with the concomitant catheter. A new guide wire was replaced, ppi was resumed and completed with reestablished blood flow.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Date corrected in section: returned to manufacturer.